Event description:
Analysis of the returned device found that the distal tip of the guidewire (subject device) was fractured during use. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. During the visual inspection, guidewire distal tip was noted to be stretched. Under magnification it was noted that the nitinol tubing was broken and the core wire was broken/fractured. The core wire distal end was observed through the distal tip dome. Functional testing was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The dispenser hoop was flushed before removing the guidewire and no resistance was encountered removing the guidewire from the dispenser hoop. The guidewire tip was shaped to 120 degrees. The issue was noted at the distal end of the guidewire. There was no friction/resistance encountered during the procedure. No microcatheter was used in the procedure. The device was returned stretched at the distal end with the nitinol tubing broken and the core wire broken. It is probable excessive torque was applied and the device fractured during manipulation of device inside the patient¿s anatomy. An assignable cause of procedural factors will be assigned to the reported and analyzed 'guidewire distal tip stretched' in addition to the analyzed ¿guidewire distal tip broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.